Manufacturer narrative:
(B)(4). Batch #r5c38x. Investigation summary: the analysis results showed that one ecr60g cartridge reload was returned unfired, with the cartridge pan partially dislodged from right proximal side.  No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, could not fire the device. Changed to a new ecr60b, but that still did not work. Changed to a third cartridge to complete surgery. There was no patient consequence reported. No additional information can be provided.